Event description:
It was reported that removal difficulty occurred. The 75-85% stenosed target lesion was located in the moderately tortuous and mildly calcified right internal carotid artery. A 8.0-29 carotid wallstent and a 190 cm filterwire ez were selected for use. During the procedure, the stent was deployed in the lesion. However, upon removal, it was noted that the catheter was difficult to remove as the filterwire will follow. Several attempts were made, but the filterwire moved with the catheter. The position of the balloon guiding was not changed, and the filterwire and carotid wallstent were carefully passed through the stent, then were removed together as they were with the balloon guiding. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned loaded on to the customers guidewire, with the stent fully deployed from the delivery system and the deployed stent was not returned for analysis. The investigator was unable to advance or remove the customers guidewire from the device in the fully deployed state, confirming the observation. The delivery system could not be put into an undeployed state. A visual and tactile examination identified no issues with the catheter or delivery system. There were no issues noted with the stent cups or stent holders and no other issues were identified during the product analysis.

Event description:
It was reported that removal difficulty occurred. The 75-85% stenosed target lesion was located in the moderately tortuous and mildly calcified right internal carotid artery. An 8.0-29 carotid wallstent and a 190 cm filterwire ez were selected for use. During the procedure, the stent was deployed in the lesion. However, upon removal, it was noted that the catheter was difficult to remove as the filterwire will follow. Several attempts were made, but the filterwire moved with the catheter. The position of the balloon guiding was not changed, and the filterwire and carotid wallstent were carefully passed through the stent, then were removed together as they were with the balloon guiding. There were no patient complications as a result of this event.